Manufacturer narrative:
Correction to h.6: clinical code.

Manufacturer narrative:
A supplemental report is being submitted for the medical records received. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to b.7, h.6: device code, investigation findings, and h.11. An addition was made to b.5. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate the patient's age may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 5 years and 2 months post transfemoral tavr procedure with a 26 mm sapien 3 ultra (s3u) valve, the patient presented with upper back pain and hypoxia. The valve failed due to stenosis. A valve-in-valve procedure was performed with a 26 mm sapien 3 ultra resilia (s3ur) valve. Post dilation was performed with a 25 mm non-edwards balloon to expand the valve. No patient complications were reported. Based on the medical record review, this patient presented to the hospital with upper back pain and a presyncopal episode. The patient was admitted for cardiogenic shock where they progressively declined. A balloon pump was inserted and was ultimately placed on venoarterial extracorporeal membrane oxygenation (va ECMO). Outside computed tomography (CT) scans were evaluated; a transesophageal echocardiogram (tee) and invasive valve assessment were performed. A valve in valve tavr was performed via the left femoral artery with a 26 mm s3ur valve. The pre procedural aortic valve mean gradient was 46 mmhg, the postprocedural aortic valve mean gradient was 12 mmhg. Transthoracic echocardiography revealed no aortic regurgitation and acceptable prosthesis positioning. A proctor review of the CT images and echocardiogram were performed 5 years and 2 months post transfemoral tavr procedure. The following was revealed: the prosthetic valve appeared undersized for the aortic root, there was severe aortic stenosis, a valve area of 0.57cm2, and a mean gradient 57 mmhg. Neoleaflets were poorly visualized due to shadowing from severe thickening and calcification. The sapien valve was relatively underexpanded mid valve with a cross-sectional area of 444 mm2.

Event description:
As reported by the field clinical specialist, approximately 5 years and 2 months post transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the patient presented with upper back pain and hypoxia. The valve failed due to stenosis. A valve-in-valve procedure was performed with a 26 mm sapien 3 ultra resilia valve. Post dilation was performed with a 25 mm non-edwards balloon to expand the valve. No patient complications were reported. A review of additional information and echocardiogram report provided in the medical records revealed the patient was experiencing upper back pain and hypoxia. An echocardiogram report, performed on an unknown date, reported for the aortic valve: sapien 3 valve ''neoleaflets poorly visualized due to shadowing from severe thickening and calcification.'' The prosthetic valve appears undersized for the aortic root, severe aortic stenosis, valve area of 0.57cm2, mean gradient 57 mmhg, there was no regurgitation.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the instructions for use {IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate (add risk/contributing factors) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Sections b.4, g.3, g.6, and h.2 have been updated. Additions were added to h.11.per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves.per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying.in this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem.investigation results suggest/indicate patient comorbidities such as coronary artery disease, hypertension, hyperlipidemia, diabetes, and obesity, may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.